Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator resulting in the device being explanted (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.